Manufacturer narrative:
(B)(4). Method: the pcb of the complaint mr850 was returned to fisher & paykel healthcare in (B)(4) for investigation, where it was visually inspected and electrically evaluated. Results: visual inspection revealed no signs of impact damage. Performance testing revealed that the audible alarm could not be heard. The alarm buzzer was inspected and the coil resistance was found to be open circuit. Conclusion: we are unable to determine what may have caused the open circuit on the returned spare pcb assembly. All spare pcb assemblies undergo an operator assisted test for the function of the pcb before released for distribution. This suggests the reported damage occurred after the spare pcb assembly was released for distribution. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A hospital in (B)(6) reported via a distributor that the audible alarm of an mr850 respiratory humidifier had failed. Service was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher and paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the audible alarm of an mr850 respiratory humidifier had failed. No patient consequence was reported.